Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
B5 describe event or problem- subsequent to the initial MDR, a correction is required. D4 serial no- correction h2 type of follow up- correction.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over an hour occurred on (B)(6) 2023 for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Pairing test was performed and failed. A review of the share log was performed and signal loss over an hour was not found for serial number (B)(6). The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.